Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Customer reported via phone call that the insulin pump was blank display. The blood glucose level was unknown. Customer stated that the display was blank after inserting new battery. The product will not return for the analysis.